Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, however, one electronic photo and three medical images were provided for review. Based on the photo and image review, the investigation is inconclusive for the reported catheter migration and disconnection, as there appears to be an intact port and catheter and there was no evidence to confirm that the catheter segment overlying the right heart came from the broken off catheter. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 03/2022). H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f is identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-three days post port placement procedure via right internal jugular vein in the right chest wall, the catheter allegedly disconnected from the port body and migrated into the ventriculus dexter. It was further reported that the catheter was removed by interventional manner. Patient was stable post catheter removal.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending; however, a photo and medical images were provided for review. The investigation of the reported event is currently underway. Expiry date (03/2022). The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f is identified.

Event description:
It was reported that thirteen days post port placement procedure in the right chest wall, the catheter allegedly disconnected from the port body and migrated into the ventriculus dexter. It was further reported that the catheter was removed by interventional manner. Patient was stable post catheter removal.